Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that the rep met with the patient for the second time on (B)(6) 2018. The last time, they programmed adaptive stimulation. This time the patient came with the comment that the amplitude was decreasing while the patient was sitting normally in a chair. The amplitude was suddenly going from 3.4 volts (v) or 3.5 v up to 4.0 v. The rep did an impedance check and everything looked normal, around 1000 ohms. The rep programmed adaptive stimulation again. They checked every position and amplitude, and renewed them. The rep also changed the electrode settings a bit to finetune stimulation. The patient went home and was to try out adaptive stimulation again. No further action was planned at this time. The rep requested that a data file be reviewed. It was noted that the nurse was to come back to the rep after speaking to the patient and that the rep was to communicate that the data file was normal to the nurse. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that reprogramming resolved the issue with amplitude decreasing with sitting. The patient was satisfied after reprogramming.